Event description:
It was reported the patient had been hospitalized and had ¿multiple seizures recently.¿ it was then reported the patient had been hospitalized for pneumonia ¿recently a few weeks ago.¿ the device system was used to deliver lioresal. It was later reported the patient was hospitalized for pneumonia and it was not related to the pump. The relationship of the reported seizures to the pump and/or therapy was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4).